Event description:
The contact for a peritoneal dialysis (pd) patient reported finding a fluid leak during the patient's treatment. The patient line was not fully connected to the patient's catheter extension which caused fluid to leak during the patient's treatment. The set was not made available for analysis. During follow up his pd nurse reported that the patient did not have any signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.